Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report numbers and bibliography reference. This section provide narrative/data (h10) was updated. This report is 1 of 4 being submitted for this complaint. Reference mfg. Report no. 2015691-2024-01395, 2015691-2024-01396, and 20215691-2024-01401. Bibliography: nikolayevska, olga, et al. 'Comparison of a novel self-expanding transcatheter heart valve with two established devices for treatment of degenerated surgical aortic bioprostheses.' Clinical research in cardiology 113.1 (2024): 18-28.

Manufacturer narrative:
The device will not be returned for evaluation. The type of thv valve is unknown; however, these are the possible 510k number for sapien xt, and sapien 3: p130009, and p140031. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Other potential contributing factors are unknown as limited clinical information was provided in the article. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device will not be returned.

Event description:
As reported, a single-center retrospective study was published in a european journal article, 'comparison of a novel self-expanding transcatheter heart valve with two established devices for treatment of degenerated surgical aortic bioprostheses'. The study was designed as a single-center, retrospective analysis of patients with degenerated surgical aortic valve (sav), who received a valve-in-valve (viv) from 2008 to 2018 a total of 112 patients underwent a viv tavi. The aim of this study was to assess comparative outcomes between the most frequently used thv types and their implications for clinical practice. During the first 2 years of the study only sapien thv were implanted. This complaint is for one patient with an unknown edwards sapien valve implanted in the aortic position by transapical approach presented with major non-vascular complications (thoracic bleeding) after a valve-in-valve (viv) transcatheter aortic valve implantation (tavi). It is unknown if intervention was performed.